Event description:
It was reported, that this lead was surgically abandoned, due to an unknown product performance issue. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).